Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal discharge ("claiming bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraines"), alopecia ("other injuries/symptoms: hair loss"), fatigue ("other injuries/symptoms: fatigue") and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy(full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal discharge, migraine, weight increased, alopecia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding), psych injury related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test: unknown result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Injury nos replace with new events: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding), psych injury related to essure, vaginal discharge, fatigue, hair loss, migraines, headaches, weight gain were added. Outcome of the events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding) were updated. Case becomes incident. New reporters were added. Date of insertion and date of removal added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.